Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump quit working. The customer reported that they inserted a new battery and received a battery failed alarm. The customer also reported that the contacts of the battery cap are not missing or damaged. The customer also reported that the battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer did receive a battery failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss or replace battery alert or replace battery now alarm, failed battery test or battery failed alert noted during testing or in the insulin pump trace download.